Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in patient: pcc121200/lot#021172702.

Event description:
A patient was implanted with a gore excluder aaa bifurcated trunk-ipsilateral leg component in 2003 to repair an abdominal aortic aneurysm. A reintervention took place in 2007 due to a type ii endoleak which caused an aneurysm growth. An iliac extender component was used to relieve antegrade flow to the hypogastric artery. It has been reported that the patient tolerated the procedure and no further evidence of a leak exists.